Event description:
It was reported that foley tray has a foreign object found in a tray. This is the second tray they have found with a foreign object in it. Per follow up information received from customer via email on 28oct2025. It was reported that sample was already returned, which was coordinated with local bd representative. Defect was noticed before use. No harm was noted. Foreign object noticed before the foley was inserted. Both foley trays that contained foreign material along with the pictures submitted by the reporting clinician. (Lot #ngkn4346) and (lot # ngkr2118).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.